Event description:
Surgery dates: unknown. One medical center claims that there was a transient response of some type in seven patients which symtpoms include myalgia, arthralgia, pain, redness, inflammatory appearance of the incision site, wound healing problems, fever, chills, malaise, increased bleeding, swelling, hematoma, elevated sed. Rate and a positive ana test. Unknown if patients were taking concomitant therapy or if they had these symptoms pre-operatively. These symptoms were noticed as early as 48 hours and up to 1-2 weeks post-op. The symptoms were successfully treated with steroids and subsided within 3-4 weeks. It is unknown if any of these symptoms had anything to do with the device.